Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 7/7/2024 at 3:10 pm pst, the patient called reporting that after making a meal announcement, the ilet graph displayed insulin delivery but did not show the meal bowl for the announcement. The patient wanted to confirm whether insulin for the meal was delivered properly. The patient shared a photo showing the graph indicated insulin delivery was paused. The patient explained they had paused delivery while swimming but resumed before announcing the meal. Upon review, the history showed only a breakfast meal announcement around 8 am; the announcements made at 12 pm and for dinner were not recorded. No alerts or alarms were present, and insulin status was normal with (B)(4) units available. The agent instructed the patient to restart the ilet and attempt another meal announcement. After walking through the steps, the meal announcement appeared correctly in both the history and graph. The patient will monitor and call back if the issue recurs. Current bg: 187 mg/dl bg impact: none reported.